Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a robotic cystoprostatectomy procedure, the jaws of the instrument were locked on tissue and would not open. This happened on the device's fifth firing. The surgical team tried to pulling closing and firing triggers open - they did force them open, but the jaws would not open. They also applied excessive force to open the button on the back handle of the stapler, until it broke. The stapler was cut free of the tissues within the jaws. The pa fired the device and described the instrument as hard to close and open on "some" of the previous firings in the case. It would not open when fully articulated - he had to ¿take one or two clicks" off the articulation angle and the device would open. He also felt the closing trigger and firing triggers were not aligned correctly - when he realized the device would not open he noted the two handles were several degrees off center. Another device was opened and used to complete the firings necessary. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the long45a device was received completely disassembled. A 6r45b, k5cf5n cartridge reload was received unfired and in good visual conditions. Upon visual inspection the disassembled parts, firing trigger teeth, yoke teeth and the firing trigger post were found broken. Additionally the release button was noted damaged. No functional test could be performed due to the condition of the device. While no conclusion could be reached as to what caused the firing mechanism and clamping mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge in previous firings. When either or both of these scenarios occur the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.